Event description:
We have been experiencing system errors on our baxter/sigma infusion pumps. System error 322 is the more frequent system error code and we are encouraged to send these into sigma. The issue is when a system error 322 is present, the pump will beep three times and powers down. This is extremely dangerous; for example, with vaso-active drugs in the ICU setting.